Event description:
It was reported that during unpacking of the bmw universal ii guide wire, the distal end was noted to be kinked. The device was not used and another device was then used for the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Analysis of the returned device noted the shaping ribbon was separated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink/bend was able to be confirmed. Additionally the shaping ribbon was separated 2.2cm distal to the center solder. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.